Event description:
Revision of poly ball, carpal plate screws, and carpal plate.

Manufacturer narrative:
Evaluation of pre-op explant image showed displacement of carpal component. Dimensional evaluation of explanted carpal ball showed some concentric wear. Evaluation of unused carpal ball from same lot showed the product was in specification.